Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube had shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. No moisture damage electronic assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Blank display due to misaligned battery tube and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery tube side, which affected the insulin pump's functionality, resulting in the insulin pump not turning back on and a persistent blank display. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and included confirming the physical damage, verifying use of the correct battery cap (acc-1527), and instructing the customer to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.